Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads of the tip of the matrix holding sleeve-long are peeling. This condition was discovered during an instrument maintenance check in sterile processing. It is not known when the threads became damaged. It is not known if the peeling thread generated any fragments. There was no report of patient or surgical involvement associated with the damaged thread issue. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the returned device was examined and the complaint condition was able to be confirmed as the threaded tip on the device was broken and missing a fragment (approximately 6.5mm x 4.5mm x 1.5mm). No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The matrix holding sleeve - long is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix deformity, matrix-degenerative, and matrix mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve's green knob clockwise until it is fully engaged. The returned device was examined and the complaint condition was able to be confirmed as the threaded tip on the device was broken and missing a fragment (approximately 6.5mm x 4.5mm x 1.5mm). No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The relevant drawings for the returned devices were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials, and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument's lot number with no material record reports, non-conformance reports, or complaint-related issues identified with the lot number. A design change was implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instrument was manufactured after the implementation of these changes. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.